Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there were multiple errors when the monopolar scissor instruments were used. The customer replaced the cable from the erbe generator to the monopolar instrument several times. The customer also restarted the erbe, but the error message still showed. Another vision side cart (vsc) was used to complete the surgery. The procedure was converted to another dv with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer confirmed that the delay was not during a critical step of the procedure. It was just the time to change 2-3 settings.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/reproduced the reported failure. The unit was placed on an in-house system and run in normal mode. The root cause was attributed to component failure.